Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to omsc for investigation. The evaluation on september 14, 2017, confirmed that the probe broke off at 17mm from the distal end. There was no scratch near the fracture surface. The manufacturing record was reviewed with no irregularities. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it was likely that the broken probe occurred by the mechanism as follows; the probe was subjected to an excessive load due to activation while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the shaft, and consequently the device was cracked. Ultrasonic output warning lamp lit due to the crack. Then the probe broke when the probe was subjected to a load. The instruction manual of the device has already warned as follows; warning: activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. Do not activate output while twisting the instrument to grip hard or thick tissues. The probe could come in contact with internal parts of the insertion section and become damaged or its tip could fall off.

Event description:
The subject device was used during an uncertain procedure. During use, an uncertain error was displayed. Then the probe of the device was broken off while the probe was cleaning outside patient¿s body. The procedure was completed with a similar device. There was no patient injury reported.